Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak associated with a hemodialysis (hd) treatment. In a follow up, a nurse said the leak occurred 2 minutes into the hemodialysis (hd) treatment. The leak was described as being an internal leak and was seen when blood went to the drain from the acid ports. Blood tests strips were used and tested positive for the presence of blood. The fresenius 2008t dialysis machine was used. Fresenius bloodlines were being used.there was no damage noted on the dialyzer. There was patient blood loss of 200ml. There was no patient injury, adverse event or medical intervention reported. The patient finished treatment on a different machine with new supplies. The device is not available to be returned to the manufacturer for evaluation. The patient¿s initials are dt, dob (B)(6) 1976. The patient gender is male. The weight is 78kg. The patient¿s dialysate flow rate (dfr) was 600 ml/min and blood flow rate (bfr) was 450 ml/min. The patient dialyzes 3 times per week.